Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a "low" blood glucose level; value not provided, due to needing settings adjustments. Reportedly, customer consulting their healthcare provider to assist in adjusting settings to better meet customer's needs.